Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lab gastric bypass, they were having intermittent activation because the switch button stopped working. They tried a different hand piece and it did not activate with the button. No patient consequence.